Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose was 600 mg/dl. The customer was treated with the insulin pump. Customer reported the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot.